Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called in and asked how long their ins was supposed to last. Patient services reviewed information and the patient stated hat their ins quit in 2018 (around the start of 2018 summer). They stated that the patient programmer showed the doctor screen which they said showed ¿ER¿. Patient services asked if it was an eri or possible eos message, but the patient stated that they thought it was just an ¿ER¿ on the screen. The patient stated that their ins lasted two years or less, noting that they didn't know if it even made it to two years. When they were implanted and came out of surgery the rep told them that it would last them 8 to 10 years. The patient thought their ins should have lasted longer. They did not have the ins on all the time. They also repeated again that they had been having a lot of pain where the ins was. The patient stated that the pain had gotten worse, but the patient did not provide a timeframe for this. The patient needed to get the device out and find out if maybe it was the scar tissue that was hurting them.